Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/14/2018 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200278124 for power - out of speculation which does not correlate to the customer reported issue.

Event description:
The customer reported that the device won't turn on / off. No patient involvement is noted.